Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant the setscrew could not be engaged. Attempts were made to reconnect the lead into the device, but were unsuccessful. It was also reported there was lead noise post connection. The noise was persistent and intermittent when the device was inserted into the pocket. Additionally, the lead was re-positioned; however, the helix could not be deployed. A different device and lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.